Manufacturer narrative:
The returned device was evaluated and the leakage was confirmed. Leakage was caused by an incomplete tubing bond. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 06/04/07 and a review of complaints. No pt injury.

Event description:
A user complained that a curlin administration set was leaking. There was no pt injury.